Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of rescue handle was used to break the basket. Block h2: block b5 has been updated based on additional information received on august 15, 2024.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the handle of the spybasket stopped working as the stone was being extracted. The basket would not open or close anymore, and the stone got trapped in the distal common bile duct. A rescue handle was used to break the basket. A different model was used to complete the procedure. There were no patient complications as a result of this event. ***additional information received on august 15, 2024.*** the rescue handle used was a soehendra handle.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of rescue handle was used to break the basket.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the handle of the spybasket stopped working as the stone was being extracted. The basket would not open or close anymore, and the stone got trapped in the distal common bile duct. A rescue handle was used to break the basket. A different model was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the handle of the spybasket stopped working as the stone was being extracted. The basket would not open or close anymore, and the stone got trapped in the distal common bile duct. A rescue handle was used to break the basket. A different model was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on august 15, 2024. The rescue handle used was a soehendra handle. Additional information received on september 24, 2024. The stone was about 8mm.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of rescue handle was used to break the basket. Block h2: block b5 has been updated based on additional information received on august 15, 2024. Block h2: block b5 has been updated based on additional information received on september 24, 2024.